Event description:
Dealer states the front caster doesn't always stay on the ground and upon inspection, he noticed that the stability lock cylinder was disconnected from the rear of the battery box. There were no incidents reported but it was stated the user felt she may fall out of the wheelchair. No harm or injury has occurred to the end user. The part has been sent for replacement. If the sample is received or additional information a supplemental report will be filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsiv-hd, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1143190, rev.k(mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.